Event description:
Report 1 of 2 it was reported while using bd vacutainer® sst¿, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show two tubes with dust-like foreign material on top of the separation gel. Of the two tubes, only one had an identifiable lot number (5050582). Bd also received 2 samples for investigation, which were both for lot 5050582. Both samples failed inspection. For lot 5050582, a total of 30 retained samples were visually inspected for foreign material, and all samples passed the inspection. Similarly, for lot 5085988, 30 retained samples underwent visual inspection for foreign material, and all samples passed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5050582, for the indicated failure mode: foreign matter. This complaint has not been confirmed for the lot 5085988, for the indicated failure mode: foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.